Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited an e315 error code and there was also no video signal. The event was found during a diagnostic endobronchial ultrasound (ebus) bronchoscopy procedure, it was finished with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure incompatible scope error e315 and no video signal was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of incompatible scope error e315 and no video signal cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.